Event description:
Recurrence of 1058332-2006-00002. This event was a recurrence of user facility reported software failure in which the diagnosis text from one case was merged into another pt's case. The user failed to load delivered correction to the live system. The correction was eventually moved to the live system in 3/2002.